Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and informed that total human chorionic gonadotropin (thcg) low-level control results were high and out of range. Siemens dispatched a customer service engineer (cse) to the customer site. The engineer inspected the instrument and noted the reagent probe (r1) was bent. The r1 probe was replaced, and it was noted that the aspirate and wash pumps had some air. The engineer serviced loose tubing fittings and resolved the issue. The instrument was primed to clear air in the tubing lines. Quality control (qc) testing was performed, and the results were in range. The customer continued using this atellica im 1600 analyzer, and no issue(s) was noted post-service visit. The cause of the discordant thcg results is due to a mechanical issue on the instrument. The instrument is performing according to the specifications. No further evaluation of this device is required.

Event description:
Three discordant falsely elevated total human chorionic gonadotropin (thcg) results were obtained on an atellica im 1600 analyzer for three different patient samples. The initial patient results were not reported to the physician(s). The customer used the same samples to perform repeat testing on an alternate platform. The customer informs that repeat results were lower, and corrected reports were issued. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated thcg result(s).